Event description:
On a second occurrence, pump allowed rate problem(s): of infusion to increase from 75cc to 634cc/hr, nurse stated problem(s): the secondary rate had not been cleared. Solution(s): tested to specs, placed in svc.